Manufacturer narrative:
(B)(4). Disconnecting the patient line from the transfer set and then connecting after is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. The patient disconnected then reconnected the homechoice. After that system error occurred the technical service representative advised the patient to cycle the power on the homechoice to clear the alarm and to advance the device back to initial. The technical service representative assisted the patient to end the therapy and informed the patient about possible reasons of the alarm. The patient performed manual exchange. There was no report of patient injury or medical intervention indicated at the time of the report. No additional information is available.